Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # (B)(4). The device was manufactured between 03may2019 and 04may2019. The actual device was received for evaluation containing 147ml of fluid in the bladder. A visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor under infused. Upon scheduled disconnection time, the device was found to still be approximately half full. There was no patient injury or medical intervention associated with this event. No additional information is available.